Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure. Physio replaced the therapy pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.upon further evaluation of the removed therapy pcb assembly, it was determined that the cause of the reported failure was due to a shorted and burned capacitor, designator c106.

Event description:
The customer initially reported that their device had its service indicator illuminated and had logged multiple event codes. There was no patient use associated with the reported failure.after an evaluation by physio-control, it was observed that the device could not charge or deliver defibrillation energy.